Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. However, after removal of the steerable guide catheter (sgc), a left to right shunt was observed, and blood pressure dropped from 130 to the 100s. Therefore, an atrial septal defect (asd) closure device was implanted. After closure, the blood pressure increased to roughly 115, and the procedure was completed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation resulting in hypotension appears to be related to procedural conditions associated with the atrial septal puncture. Perforation and hypotension are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a